Manufacturer narrative:
Model number/catalog number: sc-2218-50. Serial number: (B)(4). Batch/lot number: 17709346. Model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by medical facility.

Event description:
A report was received that the patient had lead migration that was confirmed through x-ray. The patient underwent a revision procedure wherein the leads, clik anchor and ipg were replaced. The patient was doing well postoperatively.